Manufacturer narrative:
The sample was not returned for evaluation. Root cause could not be determined. According to the device history records reviewed for the reported lot number m6355t502, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a nurse stating, regarding the closed suction system y-adapter, the product rolled and bent over. The endotracheal tube needed to be cut to remove a blockage. The trach care catheter became pinched and then wedged inside the patient's endotracheal tube during use and couldn't be withdrawn. A new trach care catheter was added to the patient's breathing circuit. The patient suffered no injury and tolerated the procedure well. Additional information was received 01-mar-2017 that states, "I have confirmed the patient in question was not extubated and re-intubated. No additional information received.